Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding implantable neurostimulator. The reason of the call was caller stated that they had MRI and they shut their stim off, right after the MRI the controller and implant battery was both dead and they can feel vibrating and all inside their body. Caller mentioned that they were not able to turn the stimulation back on. Agent tried walking the caller to turn on their stim and check if there will be changes but caller controller is dead. Agent advised to charge their controller and implant and try turning on their stim but if there will be no changes, agent redirected the caller to their managing hcp for further assistance.